Event description:
During a laparoscopic hysterectomy procedure, the device would not properly throw knot. Sometimes the knot would form, but it would not be tight enough to stay. There was no pt consequence. The procedure was completed with another device of the same product code.